Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer. Tandem¿s technical support made a follow up attempt to obtain additional information; however, no response was received. No additional information was provided.